Manufacturer narrative:
Corrected data: in review, it was noted that an incorrect awareness date (10/2/2024) was inadvertently entered in section g3 of the initial MDR report instead of "10/1/2024" and an incorrect awareness date (10/28/2024) was entered section g3 for the follow up MDR report #1 instead of 10/9/2024 which this supplemental MDR report is to correct those dates. It was also, noticed that the event date (10/1/2024) was inadvertently not entered in section b3 of the initial MDR or follow up MDR report #1; therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section b3: date of event: 10/1/2024. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information/corrected data: in review, it was noticed that an incorrect catalog # (dib00u0210-12) was inadvertently entered in the section "d4" of the initial MDR report instead of "dib00u0210" which the information has been corrected in this supplemental MDR report. In review, it was also noted that the following additional information was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section b5: additional information received confirmed that the capsule rent pertains to the lens dib00 (sn (B)(6) second case). It was noted that the affected eye was patient¿s left eye. That no vitrectomy was performed. An anterior capsular rent was noted during attempts at lens removal. The rent did not extend to the posterior capsule and there was no vitreous loss. Section a2: age: 75 years. Section a3a: sex: female. Section a3b: gender: cisgender woman/girl. Section d4: additional device information: catalog number: dib00u0210. Section e1: email address: (B)(6) all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that two cases with the monofocal intraocular monofocal intraocular lenses (iols) had extremely sticky haptics. On the second case, the doctor was unable to get the haptic off the optic and unfortunately had to close with the haptic still stuck to the optic. Through follow ups, it was indicated that there was no extra maneuvers done to position or remove the lens. That these were standard cataract surgeries. On the second case, one haptic remained firmly attached to the center of the lens and did not release despite multiple attempts. During this process, an anterior capsular rent was created and the patient is seeing a retina specialist to determine if the lens is stable in the bag. The haptic has released from the center of the optic now at post op week-1. The lens remains implanted. No other information was provided. This emdr report captures the issues reported with the second case. A separate report was submitted for the issues reported with the first case.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to (B)(6) 2024. Section d6a: if implanted, give date: unknown, information not provided. Best estimate date is prior to (B)(6) 2024 . Section d6b: if explanted; give date: not applicable as the device remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed and the product was manufactured and released according to specification. The search in complaint history revealed one additional complaint was received for the product order number. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Therefore, no further actions are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.